Manufacturer narrative:
The associated complaint device was not returned. A review of relevant clinical/medical concluded this case reports a revision surgery was performed due to a reported infection. Clinical supporting documents related to this case were not provided for inclusion in a medical assessment. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Additionally, the associated complaint device was not returned. No further clinical assessment is warranted at this time. The manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed no prior complaints for the listed lot or failure mode. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a patient received a revision surgery due to unspecified reasons.